Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2015. The patient was diagnosed with sterile endophthalmitis after the lens implant operation on (B)(6) 2015. The patient was administered steroids and has recovered. The patient has atopic dermatitis and the doctor said it cannot deny the possibility of the relationship of the iol and this symptom. No further information has been provided.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. Results of the samples from the sterilization batch show the amount of endotoxin meets specification. There were no non conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.